Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Charged the receiver and performed a boot test on the receiver and it passed. A receiver functional test was attempted on the receiver and was unable to be performed due to firmware version and tester conflict. Receiver data logs were downloaded and reviewed, finding a screen error alarm, in addition to multiple firmware errors. Based on the finding of multiple firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.